Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose value of 600 mg/dl and no delivery alarm. Blood glucose value was 300 mg/dl at the time of the call. Troubleshooting was declined because the customer stated they would change set/reservoir and call back if issue continues. Nothing will be replaced or returned.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test.(B)(4).